Event description:
(B)(4). Found out by sonogram left coil has migrated out of the tube and into the uterine cavity now I have to have my tubes removed and the coil removed. Unexpected medical bills not my fault